Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they needed help with programming the pump. The customer's blood glucose level was 459mg/dl. The customer attributes the highs to having been on old pump that malfunctioned and was not getting insulin. Troubleshoot was conducted and the customer was assisted with programming the pump.